Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non company ophthalmic viscosurgical device as a viscoelastic which is not qualified for use with the associated product. The reported complaint was not observed as no sample was returned for analysis however, based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: 2025-11147 h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that during an intraocular lens implantation procedure the haptic presented in front. He specified that the eye was small and complex, so implantation was delicate. Faced with the risk of capsular rupture, surgeon decided not to use the implant in the end. The surgery was completed with the same model and same diopter lens. No patient impact was reported. There are two medical device reports associated with this report. This is 2 of 2. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.